Event description:
It was reported that a patient underwent a procedure to close a temple laceration and topical skin adhesive was used. The patient presented back to the facility with a thumb sized amount of the topical skin adhesive left in the area that is bluish-grey in color that looks tatooted. The wound has healed. The patient started a laser procedure in (B)(6) 2011 to remove the discoloration.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.